Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that they did not think the device was working properly. They believed it needed to be reprogrammed. They thought the patient would only need to charge weekly but they were charging daily. They were redirected to patient services. No patient complications were reported as a result of this event.